Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional patient information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This event occurred in (B)(6). It was reported that after inserting the balloon into a vessel, the balloon ruptured on a lesion during the balloon inflation. The inflator was used normally and the pressure was within the rbp. By CT image, the balloon piece was found in vessel and it was removed. Another balloon was used to complete the surgery successfully. No injury occurred to patient. It has been confirmed that there are no any pieces of the balloon in the patient. The evercross 0.035" otw pta dilatation catheter was received for evaluation. When removed from the pouch it was noted that not all of the components of the dilatation catheter were returned: only a portion of the proximal balloon cone, proximal marker band, and two small segments of the inner guidewire lumen were received. The distal marker band and the distal tip of the catheter were not received. The smaller returned segment of the inner guidewire lumen measured approximately 6mm in length and exhibited stretching damage. The larger returned segment of the inner guidewire measured approximately 11mm and exhibited stretching damage. The proximal balloon chamber cone exhibits longitudinal and radial tearing. The inner guidewire lumen terminates at the proximal balloon marker band. The customer experience of a balloon burst while inflating the evercross within a lesion is confirmed.